Event description:
It was reported that the procedure was to treat a lesion located in the proximal left anterior descending artery. After crossing the balance middleweight guide wire across the lesion, pre-dilatation was performed with a non-abbott balloon catheter. A 3.0x12 mm non-abbott stent delivery system (sds) was advanced over the guide wire and the stent was deployed successfully; however, during retraction of the sds from the patient, the sds became stuck on the guide wire and could not be removed. The guide wire and the sds were removed together from the patient without any adverse patient effects. There was no clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The resistance with the catheter was able to be confirmed. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). Concomitant medical devices: dilatation cath: 2.5 x 10 mm sprinter; guide cath: xb4; stent: 3.0 x 12 mm promus element. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all relevant information.